Manufacturer narrative:
The returned used device wa evaluated by the manufacturing and quality engineer. It was found the hubs had dimensional challenges and there is variation within the knurl. A review of the device history found no anomalies that would contribute to this issue. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; direct contact of the rotating cutting edge of the shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur shaver blades or burs can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that 3 "h9133 - 4.5 mm sterling, lightning, blades came loose from where it engages in the hub. It comes apart before touching the bone". This was reported with no patient injury but a 30-minute surgical delay. Further assessment revealed that the shaft was coming loose from the hub, so when the shaver was turned on the hub would spin but the shaver would not. There were no issues in placing the burs into the handpiece. Based on the decision tree results and provided information, this will be reported as a device malfunction.